Event description:
Philips healthcare received a complaint from a durable medical equipment (dme) supplier stating that a patient was having ¿episodes¿ that the device did not pick up. The dme did not describe the patient¿s ¿episodes¿ and no harm or lasting impact was alleged. The smart monitor 2 device is designed to monitor respiration, and heart rate. Upon detection of abnormal events, smart monitor 2 alerts the caregiver via both visual and audible alarms and records the information for subsequent clinical review.

Manufacturer narrative:
Based on a complete review of the complaint allegation, philips healthcare has determined that the reported issue requires further investigation. Once the device is returned for investigation or additional information is received, a follow-up additional information report will be filed to detail the findings and the need for any possible further action.